Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2015. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited noise and low impedance. No intervention was reported.